Event description:
This morning, while using a brand-new, fresh-from-the-package quantum labs toothbrush (a pro series "vital fresh" model), the top suddenly snapped off and became temporarily lodged in the back of my throat. I could still breathe, but it was extraordinarily painful and caused some bleeding and tissue damage. After the initial shock of having a toothbrush top lodged in my throat, I was able to bend over, focus on relaxing my throat muscles, and cough until it came out, along with a good amount of vomit and blood. I cannot yet ascertain exactly how much damage this incident caused, as the area that was most severely scraped is too far down my throat to observe without medical equipment, but I believe the bleeding has stopped. I will be visiting the doctor later today to ensure that whatever damage was done was not too severe to heal on its own. When the toothbrush snapped, I was applying a normal to light amount of pressure brushing my teeth as I normally do (twice daily). I was brushing my lower back molars when the break occurred. This was my first experience with a quantum labs toothbrush, and also the first time I've ever had a toothbrush break during usage (or at all, actually). The toothbrush broke at the part where it becomes most slender, about 3/4" from the bottom of the brush bristles. It broke in a way that caused the break to be extremely sharp and uneven. I received this toothbrush from my dentist, as a promotional item at the conclusion of an appointment, with a business card inserted into cardboard slits on the back of the package. I'd like to urge the company to take swift, effective action to avoid subjecting anyone else to excessive risk of harm or, worse, death. If I'd panicked and clenched my throat muscles, or if I'd simply had a smaller throat (like that of a child), this incident could have been far worse, or event fatal. Thank you. Quantum labs incorporated pro series "vital fresh toothbrush" in "quantum pro gift toothbrush" packaging (with slits on the back for inserting appointment or business cards). Teal color. Back is labeled "not for retail distribution", suggesting it was sold to my dentist as part of a promotional giveaway pack (B)(4).